Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed correctly, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to user error as the operator failed to follow the instructions for performing rinseback as directed in the user's guide. The disposable cartridge was not available for eval. The exact cause of the arterial air alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should no result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding alarm recovery and rinseback procedures. Nxstage medical considers this report closed. No add'l info will be provided.